Event description:
The initial reporter stated they receive discrepant results for one patient sample tested with the sodium electrode on a cobas 6000 c (501) module. No questionable results were reported outside of the laboratory. The sample initially resulted in a sodium value of 180 mmol/l with a data flag. The customer repeated the sample since the initial value was unusually high. The sample was repeated on a second analyzer, resulting in a sodium value of 134 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The field service engineer found torn vacuum tubing on the rinse mechanism. The tubing was replaced. The ise system was decontaminated and all electrodes were replaced. Reagents were primed and conditioning maintenance was performed. Air purges and mechanism checks were performed. Ise checks were successfully completed. Calibration and controls were run; these recovered with the customer's specifications. Precision studies recovered within specifications. The investigation is ongoing.